Manufacturer narrative:
A ge representative evaluated the system and replaced a blown fuse in the workstation. The system operates as intended.

Event description:
The customer reported the system had a blown fuse. No patient injury was reported.